Event description:
Reported as: "(patient) continued to suffer from gastric outlet obstruction although the gastric band was removed due to band slippage. Evaluation showed stomach obstruction due to the pressure of the pouch. Conservative treatment was effective." From article: "p40. Unusual complications of lap-band surgery" (abstracts, 11th world congress of ifso, sydney australia).

Manufacturer narrative:
Medwatch sent to FDA on: 11/29/2007. The product associated with this report has not been returned for analysis. The connector type cannot be identified nor can an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Obstruction and band slippage are surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain. Then immediate re-operation to remove the band is indicated."